Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: unit started smoking during case. Unit was removed and a 10 min delay occurred. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board.

Event description:
It was reported that there was a thermal event.